Event description:
Patient was revised to address mal-positioning of the cup and stem. **update: this is a clinical patient, no new information was received that would change the investigational results.**update** (B)(6) 2012- litigation papers received. It is alleged that the patient suffers from pain, limited mobility, grinding/squeaking sensations, and elevated levels of cobalt chromium. A metal liner and femoral head has been added and initial emdrs created.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 2/16/16, 2/23/16, 2/25/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient with snapping in hip, grinding, squeaking, right leg about 12mm shorter than left leg, stem and cup malposition with stem appearing undersized but still ingrown via radiograph. Revision surgical note reported malpositioned stem and cup with no bony ingrowth on cup, evidence of impingement of neck of stem on rim of cup, metallosis, early very mild pseudotumor, cloudy grayish fluid and 750ml blood loss. Lab results for metal ions confirm greater than 7 parts per billion. The complaint was updated on: mar 2, 2016

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
X-rays were provided and reviewed. The acetabular cup has been placed in a position that is more vertical than recommended. Mal-positioned devices can increase the contact zone between the head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and can lead to increased wear rates. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.